Manufacturer narrative:
The lens was returned crushed on top of a post in the lens case. Viscoelastic was dried on the lens. The optic had been cut off center into two pieces. These portions have extensive damage caused from the portions being placed on top of posts of the lens case. This misplacement in the lens case caused crushed and torn pieces throughout the center of the optic to the edges. One haptic was not found. The reported damage could not be determined due to the extensive case damage found upon return. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The company lens model is only qualified for use with the company cartridges. The root cause for the reported damage could not be determined. Upon returned the lens had been placed into the lens case incorrectly which caused extensive optic damage. It is unknown if qualified associated products were used. The company lens model is only qualified for use with the company cartridges. The IFU (instructions for use) instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that before the intraocular lens (iol) implantation, lens was found broken in the middle. There was no patient contact or impact. Procedure was completed with a replacement iol.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).